Manufacturer narrative:
In this incident there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files.

Event description:
The dentist reported separating a file in the pt's tooth during a dental procedure and elected to fill around the file to complete the procedure. There was no report of injury to the pt.